Event description:
Reporter indicated a patient had vns generator and lead revision surgery due to a suspected problem with the lead. The patient had fall trauma and it was felt this may have contributed in product analysis. Attempts for further information and clarification regarding the lead problem are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.